Event description:
The patient reported loss of therapy with discomfort at the receiver pocket and potential erosion. Migration was confirmed via x-ray. A revision procedure was performed on (B)(6) 2024 where the devices were repositioned. No signs of infection were observed at the time of the revision. Successful intraoperative testing was performed.

Manufacturer narrative:
The loss of therapy/no therapy issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, never achieving therapy, implanting the device at an off-label location, and not attempting to reprogram the transmitter have been ruled out as potential causes. However, the questionnaire shows the patient fell and was recently diagnosed with diabetic neuropathy. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging.  The stimulator is used to treat pain. The cause of the loss of therapy is due to migration and the cause of migration is due to severe force applied to the implant as the patient fell (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, CAPA is not required. Loss of therapy/no therapy issue rates will continue to be tracked and trended.